Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to off-axis loading, misaligned insertion, and/or excessive tension during passage/tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/29/2025, a sales representative reported via phone that an ar-1588rtt2 fibertag tightrope ii implant broke during insertion. All broken suture components were removed from the patient. The case was delayed thirty to forty minutes. No further details were provided over the phone. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 10/29/2025.